Manufacturer narrative:
20-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon applicator separated, smaller part was left inside-vagina [foreign body in reproductive tract]. Tampon applicator separated, when removing the applicator small part left inside [complication of device insertion]. Consumer contacted via e-mail and stated that the two parts of the tampon applicator separated, and the smaller part was left inside of her after removing the applicator. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon applicator separated, smaller part was left inside-vagina [foreign body in reproductive tract]. Tampon applicator separated, when removing the applicator small part left inside [complication of device insertion]. 2 parts of tampon applicator separated, smaller part was left inside after removing applicator [device deployment issue]. Case description: consumer contacted via e-mail and stated that the two parts of the tampon applicator separated, and the smaller part was left inside of her after removing the applicator. No serious injury was reported.